Event description:
As reported: during fistula embo, coil got stuck inside catheter and then ''broke off'' inside the catheter. When the coil "broke off", the catheter was inside the patient. They removed the catheter completely with the coil in it. The case continued, a new catheter was introduced and remaining coils were used. Immediately post op the patient was doing well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.